Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 344 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer not fasting at time. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. Customer was not concerned with results of 85 or 77 mg/dl in the meter memory. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with 344 mg/dl fasting result, customer is not concerned with 85 or 77 mg/dl fasting results.